Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No moisture damage was noted on the electronic assembly or motor assembly. No button error alarm noted. No scrolling numbers noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers are scrolling on the display. Customer also indicated that the pump got wet in the rain. Customer's blood glucose was 111 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.